Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: error "erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe" and error "erbe error: 1-8a - (port 1, unable to read instrument data. Check cord connections.) Ds2430 crc error". The probable root cause can be attributed to a non-compatible universal grounding pad, which may have led to connectivity issues or improper system recognition.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The customer stated they recently changed pads to the medtronic universal pad that is not on the integrated electrosurgical unit (iesu) compatibility list. The isi fse was able to adjust the settings to make the pad work, but the customer wanted the iesu changed. The isi fse changed out the iesu and tested it with his grounding pad and with the medtronic pad and was able to connect with both. The force triad worked properly when the fse arrived with both grounding pads. The fse checked the triad and both pads after the iesu change and it was fine. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no issues. The reported problem was able to be confirmed via log review: 25913 erbe error 1-8a unable to read instrument data. The unit was tested, and the unit energized and cauterized, and all ports recognized instruments. There were no issues upon multiple activations. Upon visual inspection, there were no issues found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported grounding pad issues. The customer stated that they tried multiple pads, but the icon did not turn green. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer test a new grounding pad on their forearm, but the issue remained. The isi tse informed the customer that they would need to bring in their force triad and connect it. The customer located and connected the force triad, but they were still having issues. The surgeon stated that he still did not have any energy and due to the type of procedure, patient, and the urgency, the surgeon had elected to abort the procedure. The surgeon ended the call. The procedure was aborted post anesthesia and port placement. Isi followed up with the surgeon and obtained the following additional information: the surgeon reported that the case was an urgent robot cholecystectomy for acute cholecystitis. The patient was brought into operating room (or), intubated, prepped, and draped for the case. The robot was up and functional. As the customer started the case, they discovered that electrocautery was not functional. It was not functional on the hand-held bovie nor on the robot. The customer replaced the grounding pad and performed troubleshooting with the device but could not get it to work. The surgeon's hope was that they would be able to dock the robot and then have functional electrocautery on the robotic instruments, but this was not functional either. After inspecting the inside of the abdomen with the laparoscope, it became clear that electrocautery would be essential in safely completing the case. The surgeon did not have the luxury of time to continue troubleshooting further, so the surgeon decided to abort the case. Had the surgeon known about the non-functional electrocautery, they would have insisted on using a different operating room (or) to avoid this problem. The surgeon confirmed that the robot system was fully functional when the case started aside from the electrocautery and confirmed that the system had powered on without errors. The patient received an unnecessary intubation and unsuccessful surgery. The case could not be completed as planned. There was no procedure delay that was encountered since the operation was aborted as the surgeon determined that the case could not be completed without electrocautery.